Manufacturer narrative:
(B)(4). The reported condition was not confirmed. The sample was not returned for evaluation. A batch review was conducted with no defects noted. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A nurse reported to baxter (B)(4) that a crack was found on a minicap. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. No further information is available. This report is addressing minicap 1 of 8.